Event description:
It was reported on (B)(6)2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient had moderate to complex anatomy with a heavily pictinated left atrial appendage. The patient's landing zone measurements were measured under the following views: 24mm at 0 degrees, 25mm at 45 degrees, 23mm at 90 degrees, and 31mm at 135 degrees. Transesophageal echocardiogram (tee) was used during the procedure. During the procedure the occluder was determined to be too small in size. The occluder was removed from the patient and sized up to a 34mm amplatzer amulet left atrial appendage occluder. The second occluder showed adequate compression. Close criteria were met. A tension test was performed, however the occluder anchors were not engaged. The occluder was implanted. The following day the patient felt light-headed and presented with hypotension and intermitted premature ventricular contractions. Echocardiogram showed the occluder embolized to the mitral apparatus and caused a partial blockage leading to acute mitral regurgitation. The occluder was snared via transcatheter forceps and removed from the patient. On (B)(6)2025 a mitraclip was implanted. The patient status was stable. The user believed the occluder instability was the cause of the device embolization.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization post amulet implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, and the cine review, the reported device embolization appears to be related to procedural conditions (occluder instability). The reported patient effects hypotension, arrythmia, obstruction/occlusion, mitral regurgitation could not be determined. It is possible that it was related to device embolized; however, this cannot be confirmed. There were no complaints associated with any other devices from the lot. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances as the device was snared.

Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient had moderate to complex anatomy with a heavily pictinated left atrial appendage. The patient's landing zone measurements were measured under the following views: 24mm at 0 degrees, 25mm at 45 degrees, 23mm at 90 degrees, and 31mm at 135 degrees. Transesophageal echocardiogram (tee) was used during the procedure. During the procedure the occluder was determined to be too small in size. The occluder was removed from the patient and sized up to a 34mm amplatzer amulet left atrial appendage occluder. The second occluder showed adequate compression. Close criteria were met. A tension test was performed, however the occluder anchors were not engaged. The occluder was implanted. The following day the patient felt light-headed and presented with hypotension and intermitted premature ventricular contractions. Echocardiogram showed the occluder embolized to the mitral apparatus and caused a partial blockage leading to acute mitral regurgitation. The occluder was snared via transcatheter forceps and removed from the patient. On (B)(6) 2025 a mitraclip was implanted. The patient status was stable. The user believed the occluder instability was the cause of the device embolization.